Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer.

Event description:
It was reported that the ext set .2 mf low sorb experienced component separation, blood backflow during infusion, and leakage. The following information was provided by the initial reporter: material no: 10013902, batch no: unknown. Pediatric patient came into the hospital for an infusion the infusion required a 0 2 micron low protein binding filter (product used bd smartsite low sorbing extension set-0 3 micron low protein binding filter ref # 10013902) the patient's nurse reports that the part of the tubing that connects to the rectangular filter that is built into the tube popped off of the rectangular filter, and the patient's blood starting coming out of the tubing there the rn thinks it was faulty tubing and asked me to report it.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the ext set .2 mf low sorb experienced component separation, blood backflow during infusion, and leakage. The following information was provided by the initial reporter: material no: 10013902 ; batch no: unknown. Pediatric patient came into the hospital for an infusion the infusion required a 0 2 micron low protein binding filter (product used bd smartsite low sorbing extension set-0 3 micron low protein binding filter ref # 10013902) the patient's nurse reports that the part of the tubing that connects to the rectangular filter that is built into the tube popped off of the rectangular filter, and the patient's blood starting coming out of the tubing there the rn thinks it was faulty tubing and asked me to report it.